Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A customer reported that a knife was not sharp and was noted to be warped. Procedure details and patient impact information is unknown. Additional information received clarified that this issue was noted during surgery. The procedure was completed with the same knife. There was no impact to the patient.